Event description:
Same case as MFR report#: 2134265-2009-01378. It was reported that 345 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a myocardial infarction and stent thrombosis. At the time of the initial procedure, the patient presented as an emergent case. A quantum maverick 3.0x12mm balloon was used to predilate the 95% stenosed proximal lad (left anterior descending) and a 3.0x12mm taxus express2 stent was placed. A 2.5x12mm taxus express2 stent was placed in the 80% stenosed circumflex. The 70% stenosed ramus was not treated. The patient returned 345 days later with an acute myocardial infarction, and thrombosis of the proximal lad. The patient was in cardiogenic shock. Treatment consisted of thrombectomy and balloon angioplasty with a 2.5x20mm balloon. An intra-aortic balloon pump was also inserted and the patient was taken to ICU. The patient was on plavix, but was taken off of plavix for bladder surgery. This event occurred on day eight following plavix withdrawal.

Manufacturer narrative:
The complaint device was not returned for analysis. A review of the manufacturing records related to the batch that produced the complaint device was not possible, because the batch number is unknown. The most probable root cause of this event is anticipated procedural complication.